Manufacturer narrative:
Reported event: an event regarding packaging damage involving a mrh femoral component was reported. The event was confirmed. Method and results: device evaluation and results: based on the visual inspection of the returned packaging it appears that this component packaging was subjected to excessive/inappropriate handling whereby the carton may have been compressed and/or dropped from a height causing the flange of the outer blister to fracture. Medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the investigation concluded that the packaging damage was most likely caused by excessive/incorrect handling prior to opening of the packaging. No further investigation for this event is required at this time. Product surveillance will continue to monitor for trends. Corrective action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Nurse informed product manager that while she was opening the package of mrh femoral component she noticed the plastic edge of the outer package was broken, even though the paper lid was still sealed. The inner sterile package was unopened. The product was implanted.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Nurse informed product manager that while she was opening the package of mrh femoral component she noticed the plastic edge of the outer package was broken, even though the paper lid was still sealed. The inner sterile package was unopened. The product was implanted.